Event description:
Discordant, falsely low sodium (na) results were obtained on multiple patient samples on a dimension exl 200 instrument. The initial discordant results were reported to the physician(s). The samples were repeated on the same instrument with the higher results. The customer issued corrected results to the physician(s) for six of the nine samples that were repeated. There are no reports of adverse health consequences due to the discordant, falsely low na results

Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. The cse verified the pump rate and calibrated the integrated multi-sensor technology (imt) system. The cse ran quality controls, which were within the acceptable ranges. Patient samples were also run in duplicate and matched. The customer replaced the sensor and other consumables on imt module. The cause of discordant sodium results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.